Event description:
The stryker coil would not advance in the catheter. Many coils were used, and all others were successfully functioning. This coil was malfunctioning and was removed from the catheter and not used during the case.